Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 470 mg/dl at the time of incident. Customer's current blood glucose level was 330 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer reported that the insulin pump's retainer ring had physical damage. Retainer ring of the insulin pump had cracked. The reservoir was able to lock in place when inserted into the insulin pump. The insulin pump will be returned for analysis.